Event description:
It was reported the intraocular lens (iol) was partially inserted into the patient's ocular sinister (left eye), but the back haptic was stuck in the silver pscst30 cartridge. When the doctor tried to correct this the haptic bent. The lens was removed and another lens, same model and diopter was implanted. There was no patient injury, and no medical intervention or surgical intervention was required. Patient outcome post-procedure was reported as fine. A 10-second delay was reported, and possible use error. No further information is available.

Manufacturer narrative:
The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section h-6 device code haptic damage was inadvertently not captured, however the haptic damage information was captured in section b-5 event description. Therefore, this supplemental filing is to correct the medical device problem code 1069 that was originally not captured. The following section has been updated accordingly: section h6:medical device problem code: 1069 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.